Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported screen went blank after set was loaded occurs intermittently' was confirmed during evaluation. The cause was identified to be a bad display which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen went blank after set was loaded occurs intermittently. There was no patient involvement. No additional information is available.